Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. The patient underwent the concurrent procedure of placement of prefyx mid urethral sling (boston scientific) during mesh implantation. The outcomes attributed to the device were pain, infection, erosion, recurrence, bleeding, dyspareunia, urinary problems, and bowel problems. It was reported that the patient underwent laparoscopy with right salpingo-oophorectomy and lysis on (B)(6) 2011 due to chronic pelvic pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent diagnostic and operative laparoscopy with left salpingo-oophorectomy and extensive lysis of adhesions on (B)(6) 2013 due to chronic pelvic pain and left ovarian cyst. No additional information has been provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and a paravaginal defect.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent diagnostic and operative laparoscopy with right salpingo-oophorectomy and extensive lysis of adhesions on (B)(6) 2011 for chronic pelvic pain and ovarian cyst.